Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the purge disk was leaking purge solution and prompted purge cassette to be changed. There was no patient harm.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Fluid leak: the cause of fluid leak was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
Additional information was received regarding the patient's outcome after support. The impella pump placed for support was explanted. The patient was reported to have survived at the time of explant and was subsequently bridged to transplant. Further information confirmed the patient's weight (91.0 kg) as initially reported. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related report number. This is one of two medical device reports associated with the event. Refer to h10 for the related report number(s).

Manufacturer narrative:
Corrected data. D4 catalog number updated/corrected.

Manufacturer narrative:
Added: b5, d3, d6a, d6b, g1 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received stating, "purge disk was leaking purge solution and prompting purge cassettes change."